Manufacturer narrative:
(B)(4): eval results and conclusion: balloon inflated to 3 atms above the rated burst pressure.

Event description:
A 4.0mm diameter x 30mm length integrity rapid exchange (rx) coronary stent was inserted in a pt. No issues were noted during preparation of the device prior to use. However, it was reported that the balloon ruptured when inflated to 18 atms. It was confirmed that the stent was successfully deployed in the pt's distal lad. The pt is reported to be fine and no other clinical sequelae were reported.